Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized a few times due to low blood glucose around 3 or 4 years ago with blood glucose in the 30 mg/dl range at the time of the incidents. The customer experienced symptoms such as incoherence. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer also had issues with highs recently. The insulin pump will not be returned for analysis.